Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead threshold was stable until (B)(6) 2024 0.8v@0.4ms. When patient came for their annual checkup on (B)(6) 2025, device recorded too many losses of capture in 24hrs and the trend showed that threshold had increased from (B)(6) 2024. Threshold check on the day of explant was 1.3v @0.4m; in (B)(6) 2025 threshold was 1.0v @1.0ms. The lead was capped.